Event description:
It was reported that one day post implant, inappropriate therapy due to oversensing of noise was observed. A decrease in pacing lead impedance, loss of capture and low sensing were also noted. Dislodgement was suspected. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.